Manufacturer narrative:
The device will be returned and an attempt will be made to obtain the angiographic images from the procedure. If any additional information becomes available it will be provided in a follow-up report.

Event description:
On (B)(6) 2024, a physician was using a 7.0 x 150 mm biomimics 3d (bm3d) device to treat a patient using a crossover approach. The physician reported that the stent was torn/item broke and could not be pushed forward. When the physician tried to release the stent, he reported that it felt like it ripped apart the delivery system. There has been no information provided on the patient outcome to date.

Manufacturer narrative:
A detailed review of all the lot history records pertaining to the manufacture of the relevant stent and delivery system lot showed no issues that were deemed related to the complaint investigation. The investigation also involved the following; an evaluation of the returned device, and a review of additional details related to the procedure and the event as provided from the complaint site. The returned device was evaluated. The device had a noticeable curl-up, and a separation of the bifurcation hub to the outer braid bond was also observed. There was a kink in the outer braided sheath coinciding with the end of the stiff support shaft. This was most likely due to the returns process. The inner shaft of the delivery system was fractured and the split was located roughly 370 mm from the proximal edge of the outer braid. No other damage was noted. The outer braid was measured and was elongated. The remaining bonds were checked and intact. The outer braid to bifurcation hub bond was examined and it was determined that it had been manufactured as intended. The team then made an attempt to deploy the stent, and this resulted in successful deployment with little resistance, the stent was rinsed and it expanded as expected with no damage observed. The complaint site provided additional details on the procedure (refer to section b.5.). The physician clarified that the difficulty he experienced was due to the inability to get the stent to deploy. The outer catheter would not retract, and he felt a lot of resistance and removed the device without difficulty. It should also be noted that the IFU indicates that where resistance is felt during the deployment, the device should be carefully removed without deploying the stent. In this case, the physician removed the device following the separation of the bifurcation hub to the outer braid bond. The challenging anatomical conditions of the vessel (heavy calcification, total occlusion, tortuosity of the iliac vessels) were considered a root cause of the high deployment force, as these conditions would have created friction between the delivery system components and between the delivery system and the guide/introducer sheath. The separation of the bifurcation hub to the outer braid bond observed in the returned device was suggestive of this high deployment force. The inner shaft damage was considered to have occurred during the advancement of the device and would have been present during the attempted deployment. This would have created friction between the inner shaft and outer braid and contributed to the increased deployment force already noted due to the anatomical conditions of the vessel. The complaint investigation was categorised as "unable to deploy" and a cause category of "anatomy" was assigned. The reported complaint was not related to a deficiency of the device. Sections b.5. And h.11. Were updated with additional details following the completion of the investigation and section h.11. Summarises the sections changed in this report, sections d.9. And h.3. Were updated to reflect the device evaluation, sections g.6. And h.2. Were updated to reflect the type of report and reason, and section h.6. Reflects updated coding to align with the completion of the investigation.

Event description:
On (B)(6) 2024, a physician attempted to treat the left superficial femoral artery (sfa) of a patient using a 7 x 150 mm biomimics 3d (bm3d) device. The target site was described as having heavy calcification, as well as the presence of a total occlusion. A contralateral approach was used, which included tortuous and elongated iliac arteries. A 7 french (fr) terumo 45 cm access sheath was used, as well as a 0.018" terumo 300 cm guidewire. The physician performed vessel preparation via multiple balloon dilations, using 6 x 40 mm, 6 x 60 mm, and 6 x 200 mm crosstella devices. Then, having been flushed in accordance with the instructions for use (IFU), the bm3d device was introduced to the patient. It was reported that difficulty was encountered when advancing the bm3d device across the aortic bifurcation in the access approach. However, the physician successfully advanced the device to the target site. Once in position, the tuohy borst (tb) valve was loosened, excess slack was removed, and deployment of the stent was initiated while holding the proximal pin luer in a fixed position. The physician reported experiencing resistance during this deployment attempt, which prevented the retraction of the outer braid and the release of the bm3d stent, this resulted in the failure of a delivery system bond. At this point, the physician decided to remove the bm3d device, which was done without any issues. The physician then continued the patient's treatment using an additional device which he believed to be a bm3d device and this was deployed successfully. The patient's outcome was reported by the physician as being "good". The complaint investigation was completed on 18-nov-24.